Event description:
It was reported that the patient admitted to hospital with phrenic nerve stimulation, upon interrogation high capture thresholds were noted. When the patient laid on his right or left side phrenic nerve stimulation was recreated. The lead was reprogrammed and remained implanted. The patient did not experience any adverse consequences due to this event.

Manufacturer narrative:
(B)(4).